Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, indicating an issue related to occlusions. The impact on the customer's blood glucose level was unknown as the caller declined to provide specific details about whether it exceeded 500 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. The caller acknowledged the advice and was encouraged to contact for further technical support in the future if similar issues occur. No additional patient or event information was provided.